Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms. The other lead measurements were noted to be stable, and there were no stored events. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.